Event description:
It was reported that the patient's pulse generator exhibited loss of capture in the right ventricular channel. The device was explanted and replaced. No further information was reported.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.